Event description:
It was reported that a malfunction occurred on the pump, and the customer experienced at least three instances of this issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump and inform the customer that updated software will be available. The customer acknowledged the instructions for returning the problematic pump to tandem and was advised that training will be accessible through their tandem source account. The customer chose not to require a signature for the delivery of the replacement pump.